Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient will not undergo revision surgery at this time. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing poor performance with device use. Programming adjustments have been made, however, the issue is not resolved. Revision surgery is under consideration.